Event description:
Pt reported obtaining back-to-back blood glucose results of 81 mg/dl, 92 mg/dl, and 324 mg/dl on the aviva system. The following day, pt reportedly performed an add'l set of back-to-back tests with results of 103 mg/dl and 215 mg/dl. Pt indicated that, at the time the results were obtained, she was not exhibiting symptoms of hyperglycemia or hypoglycemia. Pt did not modify therapy based on these results. No pt injury was reported and no treatment was rec'd. Pt did not provide the location where the discrepant results were obtained. Valid qc testing had not been performed on the aviva system (pt's control solutions were expired). Technical support requested the return of the suspect product and replacement product was shipped.